Event description:
Hill-rom received a report from a hill-rom tech stating the right siderail wasn't locking. The bed was located at the account. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint#(B)(4).

Manufacturer narrative:
The hill-rom tech found the siderail plate needed to be adjusted to catch the lock. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The tech adjusted the siderail plate to resolve the issue. The tech thoroughly tested the bed exit system and it functioned as designed. Based on this info, no further action is required.